Manufacturer narrative:
(B)(4). Received was an integrated tube/cord set unitized p/n 80-1189; lot # unknown. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. The lot number was not reported; therefore, it was not possible to review the device history records. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that there was leakage during preparation before the surgery. The location of hole is unknown. User training completion is unknown. The used generator¿s type is unknown. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.